Event description:
An ophthalmologist reported that three pts have had mild diffuse lamellar keratitis (dlk) following lasik. He states this had occurred after a laser software upgrade. Additional info was requested, however the ophthalmologist declined to provide any further info.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).